Event description:
Refer to H11 for Follow-Up information.

Event description:
IT WAS REPORTED THAT DURING A DA VINCI-ASSISTED SURGICAL PROCEDURE, THE SURGEON OPENED THE INSTRUMENT'S JAW, WHICH BROKE, LEAVING THE INSTRUMENT'S TIP EXPOSED. THE INSTRUMENT WAS REMOVED AND REPLACED WITH A BACKUP HAMONIC ACE. THE PROCEDURE WAS COMPLETED WITH NO REPORTED INJURY.

Manufacturer narrative:
AN INVESTIGATION IS IN PROGRESS TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. AN RMA WAS ISSUED TO EVALUATE THE INTUITIVE SURGICAL, INC. (ISI) DEVICE. ADDITIONAL INFORMATION IS BEING GATHERED TO DETERMINE THE CONTRIBUTION OF THE DEVICE TO THE CUSTOMER REPORTED ISSUE.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis. The Harmonic Ace instrument was analyzed and the complaint was not confirmed by failure analysis. Failure Analysis investigations Replicated/Confirmed the customer reported complaint "During the procedure, the surgeon opened the instrument's jaw, which broke, leaving the instrument's tip exposed. The instrument was removed and replaced with a backup Hamonic Ace." Failure analysis found the primary failure of Clamp arm- Other to be related to the customer reported complaint. The instrument was found to have a bent clamp arm at the distal end. The clamp arm was bent outward causing it to be loose where it hinges onto the inner tube. There were no pieces found missing. Root cause is undeterminable/applicable.The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.